Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator. It was reported that patient interstim implant was hurting them and was removed in 2015. It was noted that the leads remained. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.